Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitor (sam) episode showing minute ventilation (mv) oversensing and ring to can impedance of greater than 2,500 ohms. The sam feature appropriately disabled the mv sensor function. The patient will remain monitored via the latitude remote patient monitoring system. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this pacemaker system recorded a signal artifact monitor (sam) episode showing minute ventilation (mv) oversensing and ring to can impedance of greater than 2,500 ohms. The sam feature appropriately disabled the mv sensor function. The patient will remain monitored via the latitude remote patient monitoring system. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This report is being issued to update the evaluation method codes.